Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that post-op, when the spinal cord stimulation was on, it caused interference on the EKG and caused the patient¿s heart rate to increase. It was recommended that the rate be changed to 60 hertz and the implantable neurostimulator turned off until cardiology can confirm no interference between the spinal cord stimulation and pacemaker. Additional information received from the rep indicated that the nurse noticed that every the stimulator was turned up, the EKG would show changes and heart rate would drop into the 20-30¿s. The rep reported the ins is causing interference with the patient¿s pacemaker. They stated that the ins is currently off and awaiting patient¿s cardiologist appointment to turn on while being monitored by pacemaker rep.